Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 04/30/2018. The device was visually inspected, and pass. Performed voltage test and passed. Performed a pairing test with (B)(4) bluetooth device and failed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause of the connection loss is a defective transmitter.